Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27may2020.

Event description:
The biomedical engineer reported that the touchscreen will not calibrate. The biomedical engineer contacted product support and requested for service repair. Product support advised the biomed to check for scratches, punctures, or cleaning residue on the touchscreen. The biomedical engineer reported no damage to the touchscreen. Product support recommended ordering and replacing the touchscreen. The customer reported that the unit was not in use on a patient.